Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited noise which was oversensed as well as decreased impedance measurements. A lead fracture was suspected. The patient will continue to be monitored via latitude for another month. Additional information was provided that the patient was not pacemaker dependant. The actual impedance measurements were unknown, and no x-ray was performed at this time. It was noted that the physician will continue to monitor the patient since they were not pacemaker dependant. No adverse patient effects were reported.